Manufacturer narrative:
H.6. Investigation: customer returned (12) loose 30gx12.7mm, 0.3ml bd insulin syringes. Consumer reported needle shield removes with needle assembly inside the shield. All 12 returned syringes were examined and the following was observed: 6 syringes with needle hub/shield assemblies separates from the syringe. Barrel (no damage to the barrel tips). 1 syringe with a broken barrel tip. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 30ga 1/2in uf 10bag 500cs had the needle assembly inside the shield. This was discovered during use. The following information was provided by the initial reporter: material no.: 328431 batch no.: unknown. Complaint ( 1 of 2) consumer reported needle shield removes with needle assembly inside the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 30ga 1/2in uf 10bag 500cs had the needle assembly inside the shield. This was discovered during use. The following information was provided by the initial reporter: material no.: 328431, batch no.: unknown. Complaint ( 1 of 2) consumer reported needle shield removes with needle assembly inside the shield.